Event description:
Pt implanted with this implantable cardioverter defibrillator (ICD) expired. During the explant of this ICD, it was noted that the device was emitting tones. Interrogation was attempted and was unsuccessful. The ICD was returned for analysis.

Event description:
Event description guidant received info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired. Subsequent to the explant of this ICD, it was noted that the device was emitting tones. Interrogation was attempted and was unsuccessful. The ICD was returned for analysis. A copy of the pt's death certificate was later rec eived indicating the pt died of an acute myocardial infarction.

Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD expired). Subsequent to the explant of this ICD, it was noted that the device was emitting tones. Interrogation was attempted and was unsuccessful. The ICD was returned for analysis. A copy of the patient's death ceritificate was later received indicating the patient died of an acute myocardial infarction.